Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported before use the bd preset¿ arterial blood collection syringe had a molding defect - resulting in significant effect on volumetric's. The following information was provided by the initial reporter: "before use, the customer found 1ea abg barrel deformation".